Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 0.8ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 51/56 mg/dl, for level high were 237/229 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not returned her strips, so we tested the retain strips from our warehouse (same as patient's strip, lot number:d161007-2). The control solution tests for level low were 70/68 mg/dl; for level high were 257/259 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 2:00 pm, after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user felt weak, lethargic and sleepy. Her blood glucose reading at the time of the medical event was 368 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 125 mg/dl. No treatment was warranted to stabilize her blood glucose level since it was within normal range. She received an IV solution for dehydration. After 5 hours at the ER the end user was released and instructed to get plenty of rest. No additional details were provided in regards to this medical event.